Event description:
Patient underwent glaucoma tube shunt implantation in the right eye on (B)(6) 2024, and the tube was covered with corneat everpatch. By pow1 it was noted that there was conjunctival retraction with exposure of the patch. This has been observed to date.